Event description:
The patient was undergoing a total abdominal hysterectomy. A metal suction device with a screw-on tip was used in the abdominal cavity. The post operative x-ray, which was taken while the patient was still under anesthesia, revealed that the tip of the suction device was retained in the abdomen. The patient had to be reopened and the tip removed.